Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the shunt sensor leaked. Less than 5 ml blood loss. Product was not changed out. Surgery completed successfully.

Manufacturer narrative:
Upon evaluation of the device the complaint was confirmed. The unit was visually inspected and pressurized, and cracks and a leak were observed. A review of the device history record revealed no anomalies. The most probable cause of the leak is that this particular unit was on the lower side of the adhesive injection volume for the primary adhesive ring, and the technique being used did not allow for the adhesive to optimally disperse around the opening. The thermowell probe most likely placed enough stress on the unit to cause the adhesive to be insufficient in the affected area. This unit was sufficiently cured and sealed to pass through our 100% leak test, but not enough to survive shipping, handling, and temperature/pressure changes. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending a follow up.